Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having trouble obtaining coupling. Troubleshooting was not possible due to lack of access to the problem. There were no patient symptoms reported. Additional information received from the patient reported that they were having problems with their programmer and could not turn the implantable neurostimulator (ins) on. When they tried to turn it on the patient saw a poor communication screen. The patient¿s caregiver then was walked through synchronizing the programmer to the ins. It was noted that they had charged for 1 hour on friday prior and it was fully charged. They also noted the coupling bars so it was unable to be determined if the patient was using the coupling bars as a gauge for ins status. The reporter then got the recharger to charge the ins and noted it was charging but they had no coupling bars filled. The ins was charging between 0-25%. It was noted that the patient was most likely unable to turn the ins on because they needed to charge the ins. The patient stated that they would charge for 1 hour then turn the ins on. They were going to charge at least to half full then turn the ins on. It was also mentioned they would wait to see if they get 4-6 coupling bars. No patient symptoms were reported in the event. If additional information is received, the event will be updated. On (B)(6) 2016 crts 3481437/update (con): additional information was reported by the consumer on (B)(6) 2016 reporting that they had previously had recharging issues and recharging the device did not work. They would recharge for a half hour and then it would change and shut off. This was stated to probably be in (B)(6) 2016 before the patient fell in (B)(6) 2016. The patient has had 2 falls since implant. The patient met with 2 manufacturer representatives. It was reported that the implant felt loose or that the patient thought that the implantable neurostimulator (ins) had moved starting in (B)(6) 2016. The patient had not felt stimulation for the last 3 months (since (B)(6) 2016) and had not tried to charge the implant as it did not charge. There was poor communication on the patient programmer and the reposition antenna screen on the recharger. The last 2 weeks the patient was unable to charge the ins. The patient was having an MRI.

Event description:
Additional information received from the patient indicated that they had x-rays taken of their ins, however, their issues of lost stimulation and the inability to recharge has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.